Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device was non-functional, reaching elective replacement indicator (eri). It was also reported that the patient stated hearing the device toning months earlier and finally made an appointment to have the device checked. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary: further analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.